Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had faulty sensors. Customer's blood glucose at time of incident was 5.2mmol/l. Customer reported that the passed event he had 4 sensors which 2 had no electrode at all and 2 that has no fins connection before in it period begun. Customer stated that they all came from the same box and was advised that we will send 4 replacement sensors and re kit.